Event description:
It was reported that when patient presented to the clinic with symptoms of pre-syncopal after being in pacemaker mediated tachycardia (pmt) for several days. Programming changes resolved the pmt. Inadequate capture and decreasing p-wave sensing issue was observed on the lead. Upon chest x-ray review, lead dislodgement was confirmed. No intervention was planned to resolve the lead dislodgment issue. Patient was sent to another cardiologist group and recommended to visit their local cardiologists. No further information available.